Manufacturer narrative:
Evaluation summary: product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There has been one other complaint reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A customer reported an intraocular lens (iol) in a preloaded delivery system was torn. There was patient contact but no reported patient impact. Additional information was requested.